Manufacturer narrative:
The device was received by resmed and an evaluation was performed. Review of the device logs found a single occurrence of system fault 74 and in-house testing could not reproduce the error. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf74) indicating a software task fault. There was no patient injury reported as a result of this incident.